Event description:
A surgeon reported his patient experienced a flipped axis following intraocular lens (iol) implant surgery. Add'l info was requested.

Manufacturer narrative:
The product associated with this report has not been received for evaluation. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation. Add'l info was requested via fax on 09/26/2008 and 10/08/2008, via mail on 09/26/2008, and via phone on 10/08/2008. A completed questionnaire has not been received. This report was mailed to FDA on: 10/24/2008.